Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high diabetes ketoacidosis. The blood glucose reading was 890mg/dl. It was stated that the customer was vomiting and had unexplained high blood glucose. It was stated that the most recent high blood glucose was 570mg/dl and the customer was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and the device passed the test. Performed a high pressure test and the test failed. The father requested a replacement of the insulin pump. No further information was provided.